Event description:
A health care professional reported that following the intraocular lens implant procedure, the patient had blurred uncorrected distance and near vision of 20/60. The iol was exchanged in a secondary procedure. Clinical reason for explant was hyperopic spherical equivalent refractive outcome. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against serial number cannot be performed as the lot/batch/serial number is unknown. Because the serial number was unknown, the service history review cannot be performed. With no additional, related information provided, the reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).